Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is low as 500 mg/dl. Customer¿s current blood glucose value was 439 mg/dl. The customer states not able to get it to come down and changed pump at 4 pm and been working fine. The customer had other readings this day, about 20 readings, and the readings were within the expected range, 2 were in the 300 range and followed by 300 or less range. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose . Based on customer report customer does not allege pump was under delivering. Customer states he did a bolus but not for the blood glucose because he wasn't able to enter it in the pump. Customer wants to go through steps of bolus current blood glucose 440 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer wanted to stop troubleshooting at this point. Customer monitor the pump and call back if the issue continues. The insulin pump will not be returned for analysis.